Event description:
The patient's father reported that the patient's pump is not giving a replace battery alarm. Patient had tried to give a bolus and found that the pump had "died". New batteries had to be put into the pump before it would work again.